Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the slowness. The customer reports that the application takes up to 10 minutes to launch after a reboot, and this behavior is observed across multiple stations. The tss confirmed that the issue appears to be linked to the global rss problems outlined in remote connectivity issues. After conducting internal testing, the customer confirmed that there are no further reports of slowness after reboot. The system functioned as intended after the technical support specialist investigated the issue. D4: unique device identifier not available.

Event description:
It was reported that when using the bd pyxis¿ es server, system faced extreme slowness on reboot. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.